Event description:
It was reported that the tube, only used once and inspected prior to second insertion, was found to have a split flange hole during a pre-test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection of the tube, a tear through the entire eyelet was observed. The root cause of the reported issue could not determine root cause for the tear. A corrective and preventative action has been opened to address the reported issue.